Event description:
The facility representative reported "volume is set at 200, but is at the higher end" on a flogard pump during bio-med testing. Although baxter attempted to obtain information, details were not available regarding additional contact information. According to the facility representative, no pt injury or medical intervention has been reported related to the device. No additional information was available.

Manufacturer narrative:
The device has been received for eval, however, eval is not complete. A follow-up report will be filed upon completion of the eval, or if additional information becomes available.